Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump was alarming downstream occlusion when no occlusion was present. Per reporter, this occurred while in use with a patient at the clinic. No patient harm/adverse event was reported.